Manufacturer narrative:
Lot number is not available at this time. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: received samples consist in four (4) cassette products from part number 21-7302-24, received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection results: the samples were received without spring, arm and clip occlusion. Functional testing: samples were filled with 100 ml of water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. No actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on april 30, 2021 under (B)(4).

Event description:
It was reported the device caused the attached pump to give a "no disposable" alarm. No adverse effects reported.